Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 573 mg/dl. The customer treated with manual injections. The customer stated that the no delivery alarm occurred during a bolus. The customer stated that the no delivery alarm was recurring. The customer stated that the reservoir was not empty. The customer stated that there were air bubbles in the tubing. The customer was advised to change the set and monitor the issue.